Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that an rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (female patient, age reported and weight unknown). According to the complainant, during the procedure, the tech had difficulty pushing the guidewire through the cannula. Upon inspection it was found to be kinked. The case was completed with another rx ercp cannula tapered tip device. There were no patient complications reported as a result of this event.